Manufacturer narrative:
This report is submitted october 29, 2019.

Manufacturer narrative:
This report is submitted on sept 11, 2019.

Event description:
The device was explanted (B)(6) 2019 for an unspecified reason. The patient was reimplanted with a new device during the same surgery.